Manufacturer narrative:
The sample has been received by the manufacturing site and is still pending evaluation results from the contract manufacturer. A review of complaints for the last 12 months did indicate five (5) additional related reports for the reported lot number. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Per the regulator contract manufacturer's evaluation, the regulator from the reported lot number was received in good condition. When put through final test and inspection, the regulator failed for flow below specification, replicating the reported event. A review of the batch production record for the reported lot number showed no unusual manufacturing issues. A review of the complaint records showed 7 other complaints against the reported lot. A review of confirmed complaints against this type of regulator for flow issues showed 21 complaints since january 2012. The root cause of the reported event can be attributed to the o-rings that take a set or get stuck after being in one position for some period. The lower output pressure is insufficient to get them moving properly. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample with lot number information has been received at manufacturing that has not yet been evaluated. This is the second of three reports from this reporter. The manufacturer internal reference number is: (B)(4).

Event description:
A biomedical engineer reported that an ophthalmic gas dispensing regulator would not allow for any gas to flow when the knob was in the fully opened position. Procedure details, patient involvement and patient impact information is unknown. Additional information has been requested. Additional information received further clarified that there were multiple ophthalmic gas dispensing regulators that would not allow for any gas to flow when the knob was in the fully opened position. No specific procedure or patient information is available.